Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced calibration error/ calibration not accepted, and the difference between sensor glucose versus blood glucose values. The customer reported a blood glucose value of 14 mmol/l. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported that the cause of the event was unknown as nothing was identified in troubleshooting. The event involved product(s) mmt-7040c1. Troubleshooting was performed, and the customer reported a mismatch between sensor glucose and blood glucose that was out of range. Insulin administration has been temporarily halted due to a glucose differential between sensor glucose and blood glucose. The sensor glucose reading of 3.1 mmol/l triggered the suspension, although the sensor's low limit was 4 mmol/l. The blood glucose level during the triggered suspend event was 14 mmol/l, which surpassed the desired glucose difference. Explained why the sensor may have stopped reacting to glucose variations and suggested plausible possibilities. The consumer reported having excessive blood glucose. No further customer complications were reported. Product return for mmt-7040c1 is not expected.